Manufacturer narrative:
"An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s21 5g (os 13) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551347 document (B)(4), version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. Based on the description, the customer faced a problem on the confirmation step after a successful upgrade. Identification of the problem is impossible due to the fota app logs absence. The pump could have caused confirmation problems as stated in the sap and po notes: upgrade confirmation couldn't be completed due to pump error 53 being received every time sw update is attempted. However, the helpline informed that the customer successfully upgraded the pump. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The unit was able to pass the self-test. Unable to perform the displacement test due to partially broken retainer ring. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on (B)(6) 2024 10:49 file number=(B)(4), line number= (B)(4). Unable to lock p-cap into place due to partially broken retainer and cracked retainer. Pump was cut to perform visual inspection and found evidence of moisture damage on electronic assembly and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked retainer, partially broken retainer, missing o-ring (reservoir tube), battery cap contact missing. Pump error 53 was confirmed due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, and unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-6121. The troubleshooting was performed and customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer responded that the device would be returned. No product return is required for mmt-6121.